Event description:
It was reported that a clearlink system secondary medication set leaked from the connection between the secondary tubing and the non-baxter female luer lock connector. This was discovered 15 minutes after starting patient infusion with carboplatin. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.